Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) displayed a elective replacement indicator (eri). The device had 27 diverted episodes. The physician has expressed concerns with the devices's longevity. The device has been explanted and returned for analysis.